Manufacturer narrative:
The cause of the falsely low results on the three patient samples for igf-1 is unknown. Siemens diagnostics is investigating this issue.

Event description:
Discordant falsely low values were obtained on three patient samples for the insulin like growth factor (igf-1) assay on an immulite 2000 instrument. The initial result on all three patient samples was low (below the detection limit of the assay). Two of the patient sample were repeated at another site also using an immulite 2000 instrument, and the values were higher. The third patient sample was not repeated but the initial result did not fit the clinical history of the patient. The initial falsely low value was reported to the physician(s). It is unknown if the repeat values were reported to the physician(s) there were no known reports of patient intervention or adverse health consequences due to the falsely low igf-1 values.

Manufacturer narrative:
The original MDR 2247117-2014-00043 was filed on july 30, 2014. Additional information (08/07/14): a siemens field service engineer (fse) visited the customer site and evaluated the immulite 2000 instrument. The fse discovered spillage under the sample carousel which led to a faulty level sense grounding during the time the sample was run. The fse cleaned up the spill and the problem was resolved. The customer has processed patient samples and no further discordant results were obtained. The cause of the falsely low value obtained on the one patient sample was due to the spillage under the sample carousel. The system is performing according to specifications. No further evaluation of the device is required.